Event description:
The pt reportedly was experiencing serous drainage, numbness, and swelling at the implant site. The pt was prescribed with po bactrim ds.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable issue as closed. The co was informed that the pt had a partially extruded polysorb suture (deep layer skin suture) at the incision site, which was removed by the surgeon on (B)(6), 2011. The surgeon noted that the stitch initially erupted through the skin may have caused an infection (stitch abscess). The issue has been resolved. This is the final report.